Event description:
Four months after treatment with two stents, the patient was admitted with a non st elevation myocardial infarction and there was total occlusion found in one of the stents. This patient presented to cath with an acute myocardial infarction without shock. Pre-procedure medications included aspirin, unfractioned heparin, beta blocker and ace inhibitiro. Intro-procedure medications included unfractioned heparin, planned gp llb/llla inhibitors and plavix (600mg). Urgent pci was performed on a 90% de novo lesion in the proximal right coronary artery (rca) of unknownlength in a 3.5mm diameter vessel. The lesion was described as having little t no calcification. Direct stenting was performed with on e3.5x18mm cypher at unknown atm. Residual diameter stenosis measured 0. Timi iii flows were recorded pre and post-procedure, respectively.